Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin 1 gram once in four days intravenously (duration not reported), fortum 1 gram once a day (route and duration not reported), and reflin 1 gram once a day (route and duration not reported) for the peritonitis event. It was not reported if extraneal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event (previously recovering/resolving). Should additional relevant information become available, a supplemental report will be submitted.